Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cramping/uterus [uterine spasm]. Cramping/pelvic [pelvic pain]. Pieces of the cardboard applicator of tampon stuck inside vagina [foreign body in reproductive tract]. Started seeing pieces of the cardboard applicator of the tampon [device breakage]. Consumer contacted via phone and stated that she started seeing pieces of what she found out to be the cardboard applicator of the tampon still stuck inside her. No serious injury was reported.